Manufacturer narrative:
No add'l info has been made available to the MFR at this time. (B)(4).

Event description:
A report received from (B)(6) stated an 840 ventilator experienced an oxygen (o2) sensor issue during patient use. The user facility reported, "suddenly no o2 supply". There was no reported patient injury as a result of the event.